Event description:
A complaint of fast battery depletion was received. After several unsuccessful troubleshooting attempts it was decided to replace the implant. The patient was implanted with a new precision stimulator. The patient is reportedly doing well.